Event description:
It was reported that this patient had experienced no pain relief. A catheter dye study revealed the catheter was not patent. The cause was not determined and was not revealed during the revision procedure. The catheter was cut and the entire catheter was removed. The patient status was not provided. This device system delivered dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: catheter. (B)(4).